Manufacturer narrative:
E1 patient city: (B)(6), patient country: (B)(6). Since no lot number is availabel, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure

Event description:
Reference number (B)(4). Event occurred in israel on (B)(6) 2024, it was reported that the patient was hospitilized due to high blood glcose. The length of hospitilization was 3 days. The blood glucose level was found to be 300mg/dl. The patient was treated with IV insulin drip and electrolytes no further information available.